Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: therapy monitored volume failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: the product analysis lab evaluated the device, and it failed the functional test specification for fill 1 (821.6 ml) and drain 1 (821.3 ml), (limits 774.0 to 821.0 ml). The cause of the reported failure was undetermined. The device was subsequently forwarded to service. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor all product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Upon further review it was determined that the failure: therapy monitored volume failed performance specification is no longer reportable. The failure occurred at fill 1 (821.6 ml) and drain 1 (821.3 ml). The volumes are within specification, therefore, this event is no longer a reportable malfunction.